Event description:
It was reported that during a spinal procedure the rod inserter could not hold the rod because the tip of its inner wire was broken. No patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. Rod inserter rod attachment lever opens normally and securely retains sample rod when closed. Sample rod used to functionally test for rod disengagement; sample rod properly retained when manually tested. Additionally, (B)(4) used to verify proper retention of rod, and found to be within print specification. Visual examination identified deformation and cracking at the tip of the instrument, directly in line with the inserter rod retention jaws. The nature and location of tip cracking is consistent with anticipated wear of the instrument, due to repeated cycling of the inserter tip.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.